Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted. It was reported that the device was implanted in a poor location and that the device did not have inner curve wall apposition. On the following month, the device collapsed. A medtronic talent thoracic stent graft was implanted and the collapsed device was repaired. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.